Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system gave an alert indicating only low load fluoroscopy possible. The review of system log files showed clm flow switch defect. Fse checked oil level and found it was low, checked for leaks, found a little on the couplers in the c-arc but not a lot and nowhere else inside the c-arc housing. To resolve the issue, the fse refilled the oil and removed the air from x-ray tube, then performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, preventing x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.